Event description:
It was reported that air was visualized in the access sheath. A watchman access system (was) double curve was positioned and watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that the patient had a very tortuous anatomy and this was the first deployment attempt on the third closure device used during this procedure. During loading the device into the was prior to deployment, air was seen in the access sheath ahead of the wds. At this time, they withdrew the device and successfully aspirated the air out of the sheath. There were no patient complications and the procedure continued without incident. Ultimately, the closure device was not implanted due to failing to meet release criteria. There were no complications or injury to the patient. Patient is doing well. No device was implanted.